Event description:
During a vascular procedure, the system locked up and had to be rebooted. No patient injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.